Event description:
Microbiology supervisor reported: we received 10 packs of strep select agar from the manufacturer. The lot number was 703016. I had seen a few innoculated plates with no growth on them and questioned whether there was a virus that caused the bacteria to be eliminated. We saw 9 patient plates from various days that we can document as having been no growth. A plate that was set up with quality control organisms was read, and failed quality control. The manufacturer was contacted and advised of the lot number in question. Other lot numbers that we had in-house were not found to be problematic. The manufacturer sent a fax to us verifying that they were going to investigate the problem and send out replacements at no charge to us. A memo will be going out to medical staff advising them of the problem. Additionally, a corrected report will be amended on the 9 patient reports that we can verify as no growth. Additional testing will be offered at no charge on any patient that a physician feels may still be symptomatic.